Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the forearm shunt. A 5.00mm/2.0cm/90cm small peripheral cutting balloon was selected for use. During the procedure, at an unknown number of inflation, it was noted that the balloon ruptured at 8atm. He procedure was completed with another of the same device. No patient complications were reported.